Event description:
It was reported that the surgeon stated that the patient's knee was loose. The tibial insert was increased in size. The surgeon did not make any further intraoperative comments regarding for a revision. The lot code was illegible after explantation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
Device history review revealed that there have been no reported discrepancies for the referenced lot. Complaint history review revealed that there have been no reported events for the lot referenced. Device evaluation was not performed as no items were returned due to the hospital policy. Medical records received evaluation revealed that the root cause was determined to be procedure related factors regarding component position as discussed leading to a progressive instability in the knee through overload in the knee ligaments that are responsible for proper clinical performance of the knee and as such is not device related. The results of the investigation indicate that the surgical protocol was not followed, as the provided x-rays show an excessive tibial slope of the tibial baseplate with a posterior angle of 14 degrees where 3 degrees is the optimum recommended angle for the cr type femoral components. The root cause was determined to be procedure related factors regarding component position as discussed leading to a progressive instability in the knee through overload in the knee ligaments that are responsible for proper clinical performance of the knee and as such is not device related. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the surgeon stated that the patients' knee was loose. The tibial insert was increased in size. The surgeon did not make any further intraoperative comments regarding for a revision. The lot code was illegible after explantation.